Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the battery cap was unable to fully tighten to the battery compartment, but a power loss was not duplicated. The battery cap measurements were within specifications. The battery compartment had cracks observed in the thread area and the below grip pad. The black box information from the date of alleged issue has been overwritten. The current black box recording showed no intermittent power events. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. Unrelated to the initial allegation, all of the keypad buttons were intermittently responding. Contamination was found underneath all of the keypad button contacts. There was no evidence of moisture or loose components inside the pump. The display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.